Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with no original packaging or devices. The distal end of the balloon was bunched. Magnified inspection revealed no evidence that the bunched balloon was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. During the withdrawal of the balloon, the distal part of the balloon stayed "hooked" to the stent. The balloon was removed without difficulty. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. During the withdrawal of the balloon, the distal part of the balloon stayed "hooked" to the stent. The balloon was removed without difficulty. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).